Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility the resident was being lifted with a medium full back sling when the residents left shoulder sling strap came off the cradle. The resident was safely lowered to the bed. The resident has no injuries. (B)(6) from joerns visited the facility on (B)(6) 2013 to evaluate the lift and sling. Both are in good condition and continue to be used by the facility.